Event description:
New information became available that the thresholds are still high on this lead, and when programmed in a unipolar configuration, there is muscle stimulation.

Event description:
Boston scientific received information that this patient's right atrial lead exhibited a lead safety switch when the lead configuration was changed from unipolar to bipolar. While the lead was programmed bipolar there was high thresholds, and when programmed unipolar there was loss of capture. The health care practitioner elected to leave the lead in this configuration going forward. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Manufacturer narrative:
Boston scientific technical services was consulted and suggested that since there is no atrial pacing for this patient, the programming could be changed to vdd, however, you would lose atrial sensing for the atrial tachy response and av delay. No changes were made at this time.